Event description:
On (B)(6) 2015, the patient underwent the attempted repair of a 6.3cm juxtarenal abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. It was reported that prior to the procedure the physician partially deployed the trunk-ipsilateral leg component on the back table to create a fenestration just proximal to the flow divider. After completion of the fenestration the device was reconstrained into the manufacturer's provided packaging sheaths. A cook sheath was introduced into the right femoral artery, however, the physician was unable to advance the sheath past the level of the internal external iliac bifurcation. The physician reportedly performed balloon angioplasty in the common and external iliac arteries. It was reported that during the attempt to reintroduce the cook sheath, the delivery cap of the cook dilator broke free. The cook sheath was removed and a 20fr gore® dryseal sheath was advanced to the level of the renal arteries. The graft was advanced to the level of the renal arteries, however the device could not be advanced further due to sheath length and a calcified shelf at the level of the superior mesenteric artery origin. The decision was made to retract the device back into the sheath for removal. It was reported that during removal of the device the tip of the device caught on the aortic bifurcation and the device became separated from the delivery catheter. The sheath was removed, however, the device and leading olive of the delivery catheter remained within the common iliac artery. A retroperitoneal cut-down was performed and the device and delivery catheter were removed without further complication. The procedure concluded with the physician performing a common iliac bypass and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant medications: patient medications include simvastatin, rituxan and amlodipine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.